Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that mbt revision t-handle was slipped off. On (B)(6) 2017 - examination of the returned device confirmed damage to the connection feature that attaches to the reamer. There is no material missing.

Manufacturer narrative:
Examination of the submitted device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.